Event description:
The doctor believed that the collar of the implant fractured 2 weeks after placement of the dental implant. The patient broke the tooth completely off of the abutment. Upon the doctor's visual examination, he states that he saw a fracture. He also stated that an x-ray confirmed that the fracture went down the implant body. The doctor will not be removing the implant from the patient nor attaching a new tooth.